Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5105876/5124966, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-4318, batch/lot number: 23781277, model/catalog description: clik x anchor sterile kit. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg, leads and clik anchor revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient developed an infection at the pocket site following an implant procedure. The physician believed it was not device nor procedure related and the cause was unknown. Symptoms of drainage and fever were noted. The patient was placed on antibiotics and underwent an explant procedure. The patient was doing well postoperatively.